Event description:
During cavity preparation, dentist noted minor burns in lower right quadrant. Dentist told patient to put ointment on burn and followed up with phone call to patient to make sure patient was ok.